Manufacturer narrative:
(B)(4). Initial emdr submission-customer advocacy has reached out to customer to provide sample for the investigation. Sample was received and the investigation is anticipated. Once the investigation is complete or if we receive any additional information we will provide a follow up emdr.

Event description:
Customer reported that the markings on the french suction catheters are not correct. They are off approximately 3 cm. When suctioning her infant baby she went in 3 cm too deep because of the incorrect markings and grabbed lung tissue which caused bleeding. Customer reports no medical intervention was required. Customer reported that her daughter was coughing and that she did desaturate. Customer was unable to tell writer how low her oxygen level went. She did state she did not need to intervene it was a very short period of time. Her daughter did not require any intervention and bleeding was very limited.

Manufacturer narrative:
(B)(4) device evaluation summary. One open sample was returned for evaluation and during visual inspection the inaccurate depth marks on the catheter were observed. Therefore, the reported condition was confirmed. The personnel are not considered to be the main root cause for the discrepancies notified in the assembly and extrusion process. The processes were reviewed and we found a potential improvement with the equipment used to manufacture the product. It was detected that the cutter equipment had been performing a non-controlled variation that can cut the tubing inaccurately. The cutter has a servo-motor that is not adequate for the precision and operation in this process. We have acquisitioned for a new cutter system, and we will be validating this new system and improved process once the new cutter system is installed.

Manufacturer narrative:
This supplemental is being filed due to a retrospective review of MDR submissions. Corrections and additional information has been completed. (B)(4).